Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number (B)(4)/lot number 5215246) was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the abdomen on (B)(6) 2016. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.